Event description:
It was reported that the buttons are not working. The blood glucose reading is 220 mg/dl. The time display does not change. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Unable to confirm battery out limit alarm due to no button response. A cracked display window and cracked belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.